Event description:
The PICC was placed on 11/3/97. On 11/8, signs of phlebitis were noted 1" above the insertion site. Removed the catheter. From the top of the catheter & up 6", the catheter was black.

Manufacturer narrative:
The device history review showed no related manufacturing issues and no other complaints of similar nature.